Event description:
It was reported that shaft hole occurred. A 12mm x 3.25mm nc quantum apex balloon catheter was advanced for dilation. However, displacement of the balloon shaft was observed with the presence of air in the shaft after the device was removed.